Manufacturer narrative:
The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was not confirmed. The inspection findings are as follows:air/ water socket o-ring chipped, passed dry leak test, distal body chipped, passed wet leak test, customer complaint not duplicated, insertion tube bump at stage 1. The device is in the process of being repaired where all defects found will be corrected and return to the user upon completion. . On 22-nov-2021, a device history record (DHR) review for model ec-3490li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 07oct2013 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video scope ec-3490li. In the event reported, the user states there was no video image. The timing of the event is in the procedure room before use. There was no adverse event reported with this complaint. No other information provided with this complaint.